Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Corrected information is reported in e2. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Dust may have attached to the contacts of the device resulting in no image output. The device was not returned to olympus repair site for inspection. The customer requested that the service request be closed. It is likely that the issue resolved.

Manufacturer narrative:
The device was not returned and the customer cancelled the service request. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the visera elite video system center did not output an image during preparation for use. There was no patient harm or impact to patient care reported for this event.